Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead; connector pin bent; stylet bent.

Event description:
Helix not extendable after the first position. Patient status: ok. This was reported during the implant procedure; the device was not implanted.